Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported receiving a vent in-op error message when turning on the device. There was no reported patient involvement.

Manufacturer narrative:
The fse was unable to duplicate the reported problem (error code 1014). No parts were replaced and there will be none returned for failure investigation.